Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating superior vena cava (svc) coil impedance measurements. An alert also triggered for high svc coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.